Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome. The patient reported that a couple years ago a healthcare professional (hcp) moved their ins from the left side to the right side because they were having problems with it and having pain at that site. The patient noted having a fall beforehand. The patient reported that their pain began in (B)(6) 2015 and noted that their manufacture representative (rep) was present at the surgical procedure in (B)(6) 2015. No further complications were reported/are anticipated.

Manufacturer narrative:
Correction: upon further review, device code (B)(4) applies to this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is based upon information obtained by if information is provided in the future, a supplemental report will be issued.